Event description:
During a premature ventricular contractions ablation procedure, a pericardial effusion occurred. During the procedure the ablation catheter had a moment of low impedance and suspected of perforation in the left ventricle. During ablation the impedance rose to 150 ohms after 60 seconds of lesion formation and the patient became hypotensive 12-15 minutes post ablation. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There was no performance issues noted on the abbott device.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined.